Manufacturer narrative:
This product has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device; however, a response has not been received yet. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and successfully replaced due to unknown reason. This pacemaker has not been returned for analysis. No additional adverse patient effects were reported. Additional information is being requested from the field.